Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes foreign material entry into working zone. The following information was provided by the initial reporter: the instrument failure due to foreign material entry into the working zone.

Manufacturer narrative:
Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes foreign material entry into working zone. The following information was provided by the initial reporter: the instrument failure due to foreign material entry into the working zone.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for tray pack residue was observed, however the indicated failure mode for clogged instrumentation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tray pack residue based on photos only. This complaint has not been confirmed for the indicated failure mode clogged instrumentation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.